Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that a primary infusion of bolus IV was infusing at a rate of 10ml/hr. At 10:27 pm, the user programmed a custom concentration secondary infusion of vancomycin 5mg/ml to infuse at a rate of 146ml/hr with a vtbi of 146ml to infuse over 1 hour. Seven minutes later at 10:34 pm, the device was paused. At 10:42 pm the device was channeled off . There were no alarms prior to the user pausing and channeling off the device. The volume recorded as being infused during this period was 927.905ml for the primary infusion and 13.93ml for the secondary infusion. The starting volume of the fluid containers cannot be determined through device logs. The root cause of the reported overinfusion was not identified. The pump module was not returned for investigation. No devices received, log review only.

Event description:
The customer reported that a secondary infusion of an unspecified amount of vancomycin with a primary infusion of 1000ml of ns was programmed in the emergency department to infuse over 1 hour. After approximately 10 minutes the patient was noted to develop a generalized rash. The vancomycin infusion was stopped and the physician was notified. Pulse oximetry monitoring was initiated, the patient remained on room air, and benadryl was administered. The pump indicated there was 132ml of medication left to infuse however it was noted that there was no medication left in the bag. The pump was taken out of service but only the pcu was provided to biomed. There was no report of lasting harm.